Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d9, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-sep-2022 to 05-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device used in this incident, that the medicine was not displayed after swapping the medications pockets. Technical support specialist advised the customer to unload and reload the pockets to resolve. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system propofol life-saving medication was not displayed on the screen during a case. The medication was not displayed after swapping the medications pockets. Customer added that they were able to retrieve the medication from a different pocket and provided to the patient on time without impact. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the medicine was not displayed after swapping the medications pockets. A technical support specialist advised the customer to unload and reload the pockets to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system propofol life-saving medication was not displayed on the screen during a case. The med was not displayed after swapping the medications pockets. Customer added that they were able to retrieve the medication from a different pocket and provided to the patient on time without impact. There were no adverse events or injuries reported based on this event.